Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to communicate with his clinician programmer. Reportedly, the next course of action is pending additional information.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced. Therapy was restored postoperatively and the issue resolved.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Manufacturer narrative:
Date received by manufacturer was listed as july 27, 2017 in the follow-up number 2 however the correct date the information was received by the manufacturer was november 29, 2017.